Manufacturer narrative:
Addtional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post- accelerated stress test (ast) simulated treatment over 2 hours and 15 minutes with 8500ml failed due to a heater bag not detected alarm. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. The inspection also found the hp1 filter to be clogged. The hp1 filter was replaced with a clean filter. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette and the cycler's cassette door when removing the cassette at the end of pd treatment. The pdrn reported receiving multiple unknown alarms during drain phases. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the event and reported that treatment was completed with cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with prophylactic antibiotic ceftazidime (1g) via intraperitoneal administration on (B)(6) 2019. The patient has received a new cycler which was working well until (B)(6) /2019 when they called for a separate issue captured as a complaint. The cassette used by the patient is available. Provided sample return instructions. The reported cycler has been returned to the manufacturer for physical evaluation.